Manufacturer narrative:
The customer later clarified that for the proficiency survey, they had a previous survey which failed due to high results. Their most recent proficiency survey had been graded as being "different" than their peers, with low results compared to the peer group. Discussions with sister sites revealed that they too had been graded as "different" from the peer group, with some recovering low and others recovering high. They did not determine a reason for the low proficiency survey recovery. A specific root cause for the erroneous patient sample result could not be determined based on the provided information. The customer later clarified that the event with the patient sample recovery was attributed to an issue with a single reagent kit.

Manufacturer narrative:
(B)(4).

Event description:
The customer initially stated that they had failed a previous proficiency survey, with high results for troponin t stat (short turn around time) - tnt stat. The customer stated that they investigated this problem and determined it was due to an issue with the proficiency samples themselves, since high recovery for the material was found to be common among multiple sites. The customer also stated that they received questionable results for a total of 10 patient samples tested for tnt stat. Corrected reports were issued for all 10 patient samples. The customer provided data for one patient sample that had an erroneous tnt stat result. The sample initially resulted as 0.05 ng/ml and this value was reported outside of the laboratory. The sample was repeated on a different e601 analyzer, resulting as <0.01 ng/ml accompanied by a data flag. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The tnt stat reagent lot number was 12538802, with an expiration date of 01/31/2017. The field service representative could not determine a cause. He performed diagnostics without errors.